Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: h6 (h6 patient code: no code available (3191) used to capture the medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: medical records received ad 17 june 2019 were reviewed on 07 nov 2019 for MDR reportability. Primary operative notes (B)(6) 2014 indicate the patient received a left total knee replacement due to degenerative joint disease. The surgery was completed without indication of complication by the surgeon. Product information for primary procedure located on page 7, competitor cement utilized. Revision operative notes (B)(6) 2018 indicate the patient received a left total knee revision due to aseptic loosening and instability. The patella was noted to be well fixed and not revised. The femoral and tibial components were both removed easily as they were loose at the implant to cement interface. The surgery was completed without indication of complication by the surgeon. Depuy implants were utilized along with competitor cement at the time of revision. Doi: (B)(6) 2014, dor: (B)(6) 2018 (left knee).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic loosening of the tibia at the cement to implant interface. Cement used was competitor.